Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. A pump was used for irrigation of the faradrive steerable sheath clear. After inserting the faradrive steerable sheath clear inside the patient, the wire and the dilator were removed. When air removal was performed after farawave catheter insertion, air could be removed continuously. Bubbles were observed in the three-way stopcock assembly and in the syringe. A failure on the valve of the faradrive steerable sheath clear was suspected. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
A2 age at time of event 18 years or older.

Manufacturer narrative:
A2 age at time of event 18 years or older. H3 device evaluated by MFR: analysis of the returned sheath found the internal valve torn on the inner face which compromised the valve's ability to seal pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. A pump was used for irrigation of the faradrive steerable sheath clear. After inserting the faradrive steerable sheath clear inside the patient, the wire and the dilator were removed. When air removal was performed after farawave catheter insertion, air could be removed continuously. Bubbles were observed in the three-way stopcock assembly and in the syringe. A failure on the valve of the faradrive steerable sheath clear was suspected. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The device has been received at boston scientific's post market laboratory